Event description:
It was reported that a user newly started on the ilet pump experienced a blood glucose of 53 mg/dl, after which their glucose was 145 mg/dl at the time of the call, and they were advised that the pump was in its learning phase with algorithms adjusting; troubleshooting and education were completed, including guidance on oral glucose. Symptoms included hypoglycemia. Outcomes included the need for urgent low glucose intervention without hospitalization. Investigation included complaint review and user education regarding early-use algorithm adaptation. Investigation of this case revealed no device malfunction and that the event was consistent with early therapy adjustment, with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.